Manufacturer narrative:
This event occurred in (B)(6). The first patient was (B)(6). The second patient was (B)(6).

Event description:
An endocrinologist at the customer site reported that a total of three samples from two different patients had erroneous results for 25- hydroxyvitamin d (vitd). The patients are sisters. Results from these patients were said to be highly elevated and in some cases, results up to 300 nmol/l are seen. The patients are not taking vitamin d supplements. The complained samples recover high when tested with the roche vitd method on the e601 analyzer and when the samples are tested using the diasorin liason analyzer method and the lc-ms/ms method, results are lower. It was asked, but the date of the event is not known. The erroneous results were reported outside of the laboratory. For the first patient, a sample collected from the patient on (B)(6) 2015 was tested with vitd on the e601 analyzer, resulting as 169.9 nmol/l. The sample was repeated in a second laboratory using the lc-ms/ms method, resulting as 88 nmol/l. A second sample from the first patient collected on (B)(6) 2015 was tested with vitd on the e601 analyzer, resulting as 166 nmol/l. The sample was repeated in a third laboratory using the diasorin liason analyzer method, resulting as 60.5 nmol/l. A sample from a second female patient was collected on (B)(6) 2015 and tested with vitd on the e601 analyzer, resulting as 153 nmol/l. The sample was repeated in the third laboratory using the diasorin liason analyzer method, resulting as 65 nmol/l. The customer stated that the samples were treated with heterophile blocking tubes and there were no results. No specific data was provided. It was asked, but it is not known if the patients were adversely affected. No adverse events were alleged. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.